Event description:
The customer reported to the philips response center (rc) that the device did not complete the user initiated operational check (opcheck) and displayed the message device error. Service required. There was no report of patient involvement and there was no patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.